Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing a meniscal repair device on (B)(6) 2012. During the procedure, the device would not deploy the second anchor. There was injury to the patient or delay to the procedure as a result. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received